Manufacturer narrative:
The review of the sterilization paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, the patient was implanted with a gore tag thoracic endoprosthesis using a gore introducer sheath with silicone pinch valve (ts2230/(B)(4)) to treat an aortic dissection found around the distal anastomosis site of a graft. The procedure was concluded without endoleaks present. On (B)(6) 2010, left groin hematoma was revealed. On (B)(6) 2010, hemostat was administered to treat the hematoma. On (B)(6) 2010, in one-month follow-up study, a suspected left groin infection was revealed. On the same day, access-site treatment was performed to treat the infection. On (B)(6) 2010, in six-month follow-up study, it was revealed that the left groin infection has been resolved. Aneurysm diameter was 43mm without endoleaks present. On (B)(6) 2011, aneurysm diameter had shrunk to 41mm. On (B)(6) 2012, in two-year follow-up study, it was revealed that aneurysm diameter had increased to 45.1mm. On (B)(6) 2013, in three-year follow-up study, aneurysm diameter had shrunk again to 41.4mm.